Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the cartridge was cracked at the canister, interrupting insulin delivery. The customer's blood glucose (bg) level was 130 mg/dl. Customer loaded a new cartridge to address the issues.